Event description:
It was reported reproducible noise was present on the atrial lead. Changes will be made to reprogram the device sensitivity the next time the patient visits. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).